Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. An 8.0x40x75cm express ld stent delivery system (sds) was advanced to the target lesion located in the iliac artery and could not cross as the target lesion was too tight. The sds was pulled back into a 6fr introducer sheath and became lodged within the sheath. The sds would not advance or further retract into the sheath. As a result, the entire system was removed together as one unit. The procedure was completed with another of the same device and a different 6fr introducer sheath. No further patient complications were reported and the patient's status is ok.

Event description:
It was further reported that vascular access was obtained via the groin. The target lesion was de novo and located in the moderately tortuous and severely calcified target artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was returned inside a 6fr sheath with 29mm of the balloon and stent exiting the distal tip of sheath. Solidified blood was inside the sheath. The stent was crimped to balloon. The stent struts on the first row on distal end were damaged. The struts on rows 6, 7 and 8 from the distal end was also damaged. Initially the device could not be moved inside the sheath. The sheath was flushed with water to remove the congealed blood and the device then moved freely within the sheath. It was confirmed that the stent had moved distally on the balloon. There were clear stent impressions evident on the balloon material. No further damage was noted to the stent. An attempt was again made to remove the device from the sheath and although the sheath could be moved further distally it became caught on the damaged stent struts and began to move the stent on the balloon. No further attempts were therefore made to remove the device from the sheath. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that vascular access was obtained via the groin. The target lesion was de novo and located in the moderately tortuous and severely calcified target artery.